Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19's during basal delivery. The customer's blood glucose level ranged from not being impacted to 97 mg/dl. The customer was to continue to use the pump to manage diabetes.